Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code appeared again, and they acknowledged and understood the instructions.